Event description:
Reportedly the pt was attempting to move from a seated position to a seated position on the rollator, and the rollator came out from underneath pt. Pt fell and hit their nose and cheek on a bracket at the bottom of the rollator. Per the pt reconstructive surgery was required on their nose and cheek.